Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Evaluation summary: service checked the scope without any finding. This is just a user feeling, not a complaint.

Event description:
The insertion tube of the new endoscope mentioned above is soft as a noodle. She feels the same way with the identical loaner. She has already worked with normal and slim f and f2 devices. Otherwise she always gets along well with the f devices. She has the feeling that this has been the case since the endoscopes have the new serial numbers. There was no report of patient harm. This event occurred at the time of during use.